Event description:
On (B)(6) 2022 during a spinal procedure it was reported that the device would not torque causing the tip of the final lock screwdriver shaft to snap off during final tightening at right l5. The tip of the driver was left cold welded into the set screw and could not be recovered.

Manufacturer narrative:
The device was returned and the complaint was confirmed. A torque handle was utilized during the procedure but not returned for evaluation. DHR review of the reported device identified with release to the field in 2015. Examination of the returned device was completed by nuvasive and the fracture pattern identified is consistent with wear fatigue and excessive force. The unretrieved tip in the patient is not a concern for migration as it was reportedly cold-welded into the screw head. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."